Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014. Inratio2 inr: 1.9. Laboratory inr: 2.6. Therapeutic range: 2.5 - 3.5. The time between testing was thirty (30) minutes. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.